Event description:
It was observed during the device inspection, that the gastrointestinal videoscope exhibited no pass due to forceps stuck in the instrument channel. There were no reports of patient involvement.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A device history review revealed no issues that could have caused or contributed to the reported issue. Olympus was able to reproduce the reported event, however the delay reported was not reproducible. Based on the results of the investigation, a definitive root cause of the forceps becoming stuck in biopsy channel could not be determined. Olympus will continue to monitor the field performance of this device.